Event description:
I got ultraice in january. The device is a little leaking but I ignore it. Knee wrap exploded when I used it last week, water from knee wrap made my bandage wet. My knee has a risk of infection. Medical device without manufacturer contact is illegal. Following is ultraice link: https://ultrapainpro.com/products/#ultra-ice.